Manufacturer narrative:
An event of renal failure was reported. A returned device assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection, operation was performed and the product met all specifications. Based on the available information, the root cause of the reported heart block could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Subsequent to the previously filed report, it was determined that a correction needs to be made as the date of implant for the 25mm portico ng/navitor valve is actually (B)(6) 2021.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) - portico ng approval study, patient site ID: (B)(6) - ((B)(4)). It was reported that on (B)(6) 2024, a 25mm portico ng/navitor valve was successfully implanted in a patient. On (B)(6) 2021, it was noted that the patient had elevated levels of creatinine. The decision was made to discontinue the patient's nephrotoxic agents. The patient was placed on a 5mg regimen of amlodipine for blood pressure control. The patient was discharged at the time of report.